Event description:
The device was utilized to perform routine pt monitoring. Reportedly, the device displayed the pt ECG as dashed lines. The operator removed and reinserted the ECG trunk cable and proper operation was then observed. There were no adverse affects to the pt resulting from the reported discrepancy, based upon continued device use.